Event description:
Pt was prone on the biopsy table. The biopsy needle was removed from her breast and bleeding was present. Blood dripped on the movement control keyboard. The c-arm started moving downward while the breast was under compression. The unintended movement caused some breast pain, but there was no serious injury to the pt.

Manufacturer narrative:
The command keyboard was opened and it was determined that blood was present inside the keyboard. The blood created a short in the pc board causing unintended movement of the c-arm. The system has a lockout safety keyswitch to be used during all biopsy procedures to prevent inadvertent movement of the c-arm, per the operator manual. Use of the keyswitch by the operator is unconfirmed. The keyboard contacts were cleaned and the system was returned to use.